Event description:
It was reported that the blade detached. The patient presented with coronary artery disease (cad). A 10mmx4.00mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During preparation, it was noted that the blade was detached from the balloon. As a result, the decision was made not to use the balloon in the patient. The procedure was successfully completed with another device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the wolverine device was returned for analysis. Visual, tactile, microscopic analysis and a wire insertion test was performed on the device. Damage was identified on multiple blades. Blade 1 had lifting of the blade in the proximal end of the proximal segment with no pad damage noted. Blade 2 had no damage or damage to the blade pad. Blade 3 had had lifting of the blade in the proximal end of the distal segment with no pad damage noted. Blade 4 had less than 1mm of the blade at the proximal end of the proximal segment detached, there was a portion of the blade pad underneath this detachment lifted which had resulted in a pinhole in the balloon material. Microscopic examination of the balloon revealed a pinhole in the proximal section. The inner lumen was also found to be detached and stretched approximately 4.7 cm from the distal tip. The device could not be loaded on a 0.014" test guidewire due to the damaged inner lumen. The allegation of blade damage in the complaint is confirmed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the blade detached. The patient presented with coronary artery disease (cad). A 10mmx4.00mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During preparation, it was noted that the blade was detached from the balloon. As a result, the decision was made not to use the balloon in the patient. The procedure was successfully completed with another device. There was no patient complications reported. It was further reported that the balloon could not be load onto a non-boston scientific wire. The wire was no kinks or obstructions. However, once the balloon front end was loaded onto the wire, it failed to advance beyond the bladed section and was unable to slide along the wire.

Event description:
It was reported that the blade detached. The patient presented with coronary artery disease (cad). A 10mmx4.00mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During preparation, it was noted that the blade was detached from the balloon. As a result, the decision was made not to use the balloon in the patient. The procedure was successfully completed with another device. There was no patient complications reported. It was further reported that the balloon could not be load onto a non-boston scientific wire. The wire was no kinks or obstructions. However, once the balloon front end was loaded onto the wire, it failed to advance beyond the bladed section and was unable to slide along the wire.